Event description:
Account reports one incident in which blood leaked from the top of the hand pump during usage in the emergency room on a pt. Reporter stated there was no negative outcome to the pt.